Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system, experienced a ventricular fibrillation (vf) episode for which the device delivered therapy but was not able to convert the rhythm. This patient needed to be externally defibrillated to terminate this episode. A revision procedure was performed and this right ventricular (rv) lead was capped and surgically abandoned. No additional adverse patient effects were reported.